Manufacturer narrative:
Additional information was reported that the customer believes the usb port may be damaged. The customer stated the usb cable doesn't fit into the port properly. The customer noted there was no visible damage to the port itself.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was having difficulty charging the pump with the usb cable and adapter. It was indicated that the pump was able to be charged with a different usb cable and adapter. There was no reported impact to the customer's blood glucose level. A replacement cable and adapter were sent to the customer.

Manufacturer narrative:
Additional information was received on 4/26/2016 stating that the customer is still having issues charging the pump. Multiple cables and adapters were tried with no success.